Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 6.3 inr. The corresponding lab result reported was 3.09 inr. Twelve days prior, the pt had an inr value of 8 on the device and was sent to the hosp for a vitamin k shot.